Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima¿ IV catheter safety system leaked during use. The following information was provided by the initial reporter: bd saf-t-intima for subcutaneous injection leaking while syringe driver in progress. Quick cath in use was noted to be leaking. Changed quick cath and same happened. On examination noted that the quick caths used were from the same batch. Issue with batch.

Event description:
It was reported that bd saf-t-intima¿ IV catheter safety system leaked during use. The following information was provided by the initial reporter: bd saf-t-intima for subcutaneous injection leaking while syringe driver in progress. Quick cath in use was noted to be leaking. Changed quick cath and same happened. On examination noted that the quick caths used were from the same batch. Issue with batch.

Manufacturer narrative:
H.6. Investigation summary: a device history record review was completed by our quality engineer team for provided lot number 7059577. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. The defect ¿leakage¿ could not be identified or confirmed, and cause could not be determined, as the unit described in the product incident report were not returned for evaluation and testing. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends.